Event description:
It was reported that the 6800 system had poor image quality with grainy image on the right monitor. Also there were mixed up images in the image directory. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The boards and connector were re-seated and the software was installed during the service call. The system was tested and found to be working as intended, and put back into service.